Event description:
The event involved a plum 360 infusion pump that the customer reported when the nurse transferred a patient at 3:00 pm, with an infusion of norepinephrine at 0.2mcg/kg/min, the pump disconnected for the transfer, immediately turned off with no beep or alarm. It was reported the cardiovascular surgery service requested intensive care pumps. The pump was connected at 5:00 am, the mixture was prepared and set around 6:00 am, which was used throughout surgery. The device had been charging for approximately 10 hours. The patient was dependent on support. When the surgery ended, the pump was disconnected for the transfer of the patient and it turned off immediately. The patient became hypotensive, with a systolic of 60, requiring norepinephrine boluses. The pump was changed to another one and support was started at 0.5. The customer stated it was difficult to stabilize. When stable hemodynamics were achieved, the patient was transferred to the intensive care unit (ICU). The batteries were last replaced on (B)(6) 2019. The patient was discharged from the facility without complications.

Manufacturer narrative:
The device was received for evaluation. Investigation is pending.

Manufacturer narrative:
Event analysis is done with the device time. Interpretation of the history of events: events were downloaded from the infusion system and it was found that on february 10, 2022 at 6:59 the device is power on in battery mode with 4 charge levels, but in the same minute, it goes down to 2 battery levels leaving battery in low status. At 7:06 the device is connected to the ac power and immediately goes up to 4 charge levels, remaining in a good state of battery charge. At 7:09 the status load is displayed ¿charger error, this message is triggered several times during the day of the event. At 15:16 the device is disconnected from the ac outlet with 4 charge levels. 8 minutes later (15:24) the low battery alarm device (low priority alarm) and at 15:27 is connected to the ac power again, in the same minute the pump is disconnected, it enters battery mode with 4 charge levels and it turns off. Analysis, summary and conclusions of the history of events: no high priority alarms generated by the device before shutdown were found. Battery tests and information: on thursday, march 3, 2022, the device is connected to ac power to charge the battery for a minimum of 8 hours as recommended by manual ifu000148 section 1.11.3 "infusion pump operation". On friday, march 4 at 11:30 a.m., a test programmed is performed in accordance with section 8 ¿specifications¿ where the recommended rate for a duration of 8 hours of infusion is 125 ml/hr for a only channel. Start of infusion: date: march 4 2022 time: 11:30 channel: a volume to be infused (vtbi): 1000 ml infusion rate: 125ml/hr duration: 8 hours. At 11:34 a low priority alarm is generated! Low battery, connect to ac mains. At 11:37 the infusion is stopped, and a high priority alarm is generated depleted battery. Connect to the ac mains immediately. At 11:40 power off. The infusion could not be completed due to a depleted battery, but the device was able to alarm low battery with low priority and high priority. The biomedical mode is entered to select the option to change the battery, but without replacing it in order to update the actual battery charge. Then it is left connected for more than 8 hours to fully recharge its battery. A new test is carried out with the following schedule: start of infusion: date: march 7 time: 11:31 channel: a volume to infuse (vtbi): 1000 ml infusion rate: 125ml/hr duration: 8 hours. At 11:33 a low priority alarm is generated! Low battery, connect to ac mains. At 11:34 the infusion is stopped and a high priority alarm is generated !!! Depleted battery. Connect to the ac mains immediately. 11:37 am turned off. The infusion was not completed due to battery failure. However, in both tests the device was in the autonomy to alarm due to low battery. Probable cause battery depleted was found. The service support team once again reviewed the event log history and one of the reasons because the battery was swollen could be an "overload" due to the pump had battery alarms starting on (B)(6) 2022 and when the infuser detects that the battery was low and needed to be changed therefore we believe the user ignored the battery alarms so the battery continued to operate under low conditions exceeding its charge capacity provoking that battery was swollen.